Event description:
Screwdriver bent while screwing in the compression screw. This event did not cause an adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Evaluation results indicate that this event is design related.